Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. During implant, device interrogation and device data on (B)(6) 2016 determined that electrode 7 was out of range (high impedance). No action was taken and the event was unresolved with no further action planned. The event was related to the device or therapy and was not related to the implant procedure. There was no patient complication associated with the event. The patient's relevant medical history includes cervical/neck pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that all impedances were not in range. The actions taken and event status was unknown.